Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the driver support cap was protruding about the beginning of the year, and he pushed it back into the insulin pump. The caller stated that he has experienced low blood glucose ever since the cap issue happened. The blood glucose reading was 80mg/dl. The customer also mentioned that the screen has scratches. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.